Event description:
It was reported that the customer was in the emergency room and has symptoms of diabetes ketoacidosis. The blood glucose reading was 601mg/dl. It was stated that the events leading to her admission was stomach cramps. Troubleshooting was performed. Assisted the caller in correcting the time and date. The programming and bolus wizard settings were correct. Reviewed the alarm history and found no delivery and bad battery alarms. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to remove the cannula and found that it was bent. Reminded the caller that the infusion set and reservoir should be changed every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.